Manufacturer narrative:
This report is submitted on june 19, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently the pateitn underwent revision surgery on (B)(6) 2018, under general anesthesia, to remove the excess skin and replace the abutment with a longer one.